Event description:
A customer contacted baxter's technical service center to report a homechoice (hc) machine with the problem of leaking solution from the door during therapy. The hp stated the table and the membrane panel were wet. Product surveillance contacted the hp on (B)(6) 2010. The hp stated she was connected at the time the leak was noted. There was no damage noted to the cassette or box the cassettes were shipped in. The home patient does not use any sharp instruments to open her boxes. The home patient notified her nurse of this incident. The home patient is feeling well and did not report any injury or medical intervention. No additional information available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.